Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a blood glucose level of 558 mg/dl. Caller stated that the customer's blood glucose level had been as high as 597 mg/dl on the morning of the call. Caller also reported a bent cannula and declined high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.